Event description:
The digital stryker prophecy team received a CT scan indicated that the tibial component looked loose and had cysts around the implant. It was noted that the patient may require a revision surgery of both the tibial and talar components. The physician prefers to minimize the thickness of the poly while maintaining as much bone stock as possible.

Manufacturer narrative:
The reported event could be confirmed based on available medical records and healthcare professional assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities.   Upon further investigation of the CT scans by healthcare professionals the following was observed.   ¿CT scan shows tilt of the tibial implant due to anterior subsidence of about 7,5 mm. Since this is subsidence over 5 mm, it is also noted as migration. All components of the implant are intact. There are some cysts under the talar component as well, but no definitive signs of subsidence/loosening.¿  based on investigation, the root cause was attributed to a patient related issue. The failure was most probably caused by poor bone quality of patient which alters the biomechanical properties of implant causing instability. If any further information is provided, the complaint report will be updated.

Event description:
The digital stryker prophecy team received a CT scan indicated that the tibial component looked loose and had cysts around the implant. It was noted that the patient may require a revision surgery of both the tibial and talar components. The physician prefers to minimize the thickness of the poly while maintaining as much bone stock as possible.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient